Event description:
Pt reported two infusion set tubings separating. She indicated that she experienced elevated blood glucose, but was unable to recall the value. Pt changed the infusion set and administered a bolus to address the blood glucose issues. She did not report any symptoms associated with the elevated blood glucose. No medical assistance was required. Product will not be returned for evaluation.

Manufacturer narrative:
H6 - product not returned for evaluation. Issue described to agency in recall.